Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that at the conclusion of a transesophageal echocardiography (toe/tee) exam, it was found that the patient's complete study was lost, an indication that a check-in failure had occurred. It is unknown whether the patient was rescanned; however, it was reported that there was no patient injury. No additional information was provided.

Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation, update the follow-up type, update the device evaluated by manufacturer, and update the event problem and evaluation codes, and provide the investigation results. The engineer evaluated the system, and found the patient name, patient ID, patient date of birth, and the patient gender match, the system works as expected. Therefore the root cause is the patient's name having a difference in upper/lower case from the original generation of this patient,and the software is not correctly accounting for this difference. The system sees this as two patients with 3 of 4 identifiers matching, and does not allow the capture of clips/images. There is a limitation in the sc2000 code which does not check for the case of the patient name determining uniqueness. The result when following the workflow steps described above is that there are two patients with identical patient information except for the case of the name. Due to the sc2000 software limitation, the capture software cannot put the new images/clips into a study with the "new" name when all other identifiers match. A. The system treats upper/lower case differences as if it is a different patient name. B. With (B)(4) and newer versions, a dialog box was implemented to instruct users that they match 3 of 4 identifiers and at the end of the study. The subsequent fallout of how the user responds to the pop-up messages resulting from issue a end up causing the registration to fail. A safety update (us24/15/s) was issued to resolve this issue. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. Original files are attached. This emdr contains both the initial submission and fu#2 (fu#1 could not be located).

Manufacturer narrative:
This report is resubmitted on request by the FDA to correct field g6 to follow-up #1 report.

Event description:
Previously submitted. Refer to h11.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), and update the event problem and evaluation codes (see h6)on h6), and provide the investigation results. The engineer evaulated the system, and found the patient name, patient ID, patient date of birth, and the patient gender match, the system works as expected. Therefore the root cause is the patient's name having a difference in upper/lower case from the original generation of this patient,and the software is not correctly accounting for this difference. The system sees this as two patients with 3 of 4 identifiers matching, and does not allow the capture of clips/images. There is a limitation in the sc2000 code which does not check for the case of the patient name determining uniqueness. The result when following the workflow steps described above is that there are two patients with identical patient information except for the case of the name. Due to the sc2000 software limitation, the capture softare cannot put the new images/clips into a study with the "new" name when all other identifiers match. A. The system treats upper/lower case differences as if it is a different patient name. B. With 3.5b and newer versions, a dialog box was implemented to instruct users that they match 3 of 4 identifiers and at the end of the study. The subsequent fallout of how the user responds to the pop-up messages resulting from issue a end up causing the registration to fail. A safety update (us24/15/s) was issued to resolve this issue.